Event description:
It was reported that the device had two parity errors and a power on reset, and the device was found to have elevated outputs due to the reset. It was noted that the patient is undergoing radiation therapy. It was further noted that the battery voltage trend has a lot of variation. The outputs were programmed lower and the device was monitored monthly. The device was subsequently explanted and replaced due to elective replacement indicator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - we did receive performance data collected from the device and have analyzed the data. A power on reset occurred. Device experienced a critical ram parity error por on (B)(4) 2012 in location "0e e2", and location "22 e5." Device should be able to recover from the event and continue normal function. Radiation therapy noted. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.